Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was unknown. Customer stated that the power error detected alarm was occurred in every 4 hours. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Unit was received with power error and high sleep current measurement during testing. Power error and high sleep current measurement due to connector resistance issue. Constant pump error alarms after battery change due to connector resistance issue. Constant pump error alarms after battery changes. Disconnected and reconnected the connector with the unit functioning properly after monitoring. Power error and high sleep current measurement due to connector resistance issue. Constant pump error alarms due to connector resistance issue. Unit passed displacement test, active current measurement and self-test.